Event description:
A report was received that the patient's stimulation would turn on and off. X-rays taken showed no evidence of lead breakage. There were high impedance contacts on one of the leads. The patient underwent a revision procedure. During revision the physician replaced leads, as one of the leads fractured when it was being disconnected from the ipg, and the other lead had high impedance contacts. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's stimulation would turn on and off. X-rays taken showed no evidence of lead breakage. There were high impedance contacts on one of the leads. The patient underwent a revision procedure. During revision the physician replaced leads, as one of the leads fractured when it was being disconnected from the ipg, and the other lead had high impedance contacts. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis confirmed the complaint. Sc-2218-50, (s/n #(B)(4)) :visual (microscope) and photographic inspection of the lead revealed six cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50, (s/n #(B)(4)): the complaint was not verified. The lead passed visual, electrical, mechanical and photographic tests performed. Device exhibits normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.